Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information regarding an everflo device. The reporter alleges the unit has significant internal case damage caused by heat near the compressor compromising the front and rear of the housing of the unit. The reporter stated there was no evidence of the thermal damage being caused by an external source. The front and back of the housing of the device was warped and disfigured near the compressor. Additionally, the reporter alleges the unit smelled like overheating oils/plastic. No smoke or flame was observed. The reporter stated it was unknown if the patient or anyone in the patient's household was a smoker. It was also unknown if there was any damage to the power cord. It was unknown if there was a one-way valve in place in the patient circuit. The device was plugged directly into an outlet on the wall using ac power. It was unknown if there was any other property damage beyond the device.